Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a procedure open reduction internal fixation distal humerus and olecranon was performed. A right-side olecranon plate may have been implanted into a left elbow. When restocking implants used in the case a few days later it was noticed that the right side plate was missing even though we had billed for, and re-ordered a plate for the left side. The surgery was on the left arm, but there was a right side plate missing. The surgeon commented that the x-ray confirmed a right-sided plate was indeed implanted on the left olecranon. The surgeon was not planning any further treatments, saying the plate fit the bone well and is in a satisfactory position. The procedure was successfully completed. There were no fragments generated and no surgical delay reported. This report is for one (1) 2.7mm/3.5mm va-lcp olecranon pl 2h/rt/90mm. This is report 1 of 1 for (B)(4).